Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120513.

Event description:
It was reported that the patient's atrial lead exhibited under-sensing. There were no patient consequences. No further information was received.